Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 19 mm trifecta valve (sn unknown) was implanted. On (B)(6) 2017, grade 1 aortic regurgitation and severe aortic stenosis with a mean gradient of 60 was noted. The patient was referred to for a tavi in surgical valve in valve procedure with a 23 mm portico valve which was successful. The patient is reported to be recovering. The trifecta serial number is unknown as the implant occurred at another hospital. No further information is expected.